Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was re-using cartridges. Tandem technical support educated the customer that reuse of cartridges may result in over delivery or under delivery of insulin. Customer loaded a new cartridge to resolve the issue. There was no adverse effect to customer's blood glucose level.